Event description:
The physician was attempting to use a 2.75mm diameter x 30mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a lesion in a patient. It was reported that the catheter shaft was torn. No patient injury occurred and no clinical sequelae were reported.

Event description:
Device evaluation: the transition shaft and guidewire entry port were stretched. The distal shaft was torn distally from the guide wire entry port approximately 9.2cm along the shaft.

Manufacturer narrative:
Results: limited information. Conclusion: limited information. (B)(4).

Manufacturer narrative:
Evaluation: results: related to operational context (damage most likely procedural related). Evaluation: conclusion: operational context contributed to event (damage most likely procedural related). (B)(4).